Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and revealed that the flow rate of the device was within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor overinfused. The reporter stated that the expected therapy time was 48 hours; however, the infusion completed in 24 hours. There was no patient injury or medical intervention associated with this event. No additional information is available

Manufacturer narrative:
An actual sample was received; however, it does not belong to this report as the customer never received this batch. Should additional relevant information become available, a supplemental report will be submitted.